Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Valve was implanted 1998 and removed (B)(6) 2015. According to the customer; "the magnets are loose and moving around in the chamber of the valve" resp. Sales rep will get back to you with more details asap. Valve was replaced with new one after discovery of failure. (B)(6) 2015 per rep: "was there a delay in surgery over 30 minutes? The complaint is not in regard to a surgery. The patient had an codman valve implanted 1998, and now (date ?) They noticed that it was broke. (My guess is that it was not possible to reprogram, and that they did a x-ray to examine why) according to the customer "the magnets is loose and moving around in the chamber of the valve".

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and x ray dot were dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: no damage to the valve casing was noted. Corrosion was noted around the stator and the x ray dot. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100, with lot p1287, conformed to the specifications when released to stock on the 23rd december 1997. The root cause of the corrosion could not be clearly determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that will minimize this type of dislodgement. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Update 1/19/16 per rep: the patient was born in (B)(6) and suffers from congenital hydrocephalus and received a vp-shunt during her first year of life. The shunt was revised for the last time in 1998, due to lack of accessible charts. I cannot tell what kind of revision was made. No trauma is known, the shunt was reprogrammed after an MRI done in (B)(6) without any problems . The actual problem was revealed when the patient again went through an MRI and the x-ray pictures showed that the wheel was dislocated. The patient showed no symptoms of shunt dysfunction, although recent CT-scans indicated overdrainage of csf. The valve mechanism was replaced without any complications, and the radiographic findings were confirmed visually when the mechanism was extracted.